Manufacturer narrative:
Revision occurred 2 months after the prior revision surgery. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 2 months after the prior revision surgery, which occurred on (B)(6) 2025. The primary surgery occurred on (B)(6) 2024, and the prior revision occurred due to patient non-compliance. No fall or other trauma reported. Revision occurred due to dislocation of unknown cause. 40/14 120 mm stem, 36 mm eccentric glenosphere, 36 mm + 3 humeral stability cup, and 9 mm spacer explanted. These parts were replaced by a 40 mm centered glenosphere, and competitor components on the humeral side.